Event description:
It was reported that the 9800 system shut down with a kv error code during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament driver and high voltage supply regulator board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.